Manufacturer narrative:
The calibration and qc data gave no indication of a reagent issue. The centrifugation force was somewhat high which may have impacted the sample quality/gel and led to a pre-analytical issue. The investigation did not identify a product problem.  The cause of the event could not be determined.

Event description:
There was an allegation of a questionable elecsys hcg + beta test system result from the cobas 6000 e601 module. The initial result was 8953 miu/ml. The sample was accidentally tested again and the result was 5531 miu/ml. This result was reported outside of the laboratory. The third repeat result was 5623 miu/ml, which was the expected result. The reagent lot number was 51653903 with an expiration date of 30-apr-2022.